Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. The device was received with a scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and her blood glucose level had been high. The blood glucose at the time of the incident was 398 mg/dl. During troubleshooting the customer stated that the time was not set up correctly and also reported that the reservoir would not lock anymore and move around the reservoir compartment due to the device being cracked and chipped at the reservoir compartment and window. The device was returned for analysis.